Event description:
Agent ide. It was reported that restenosis occurred. On (B)(6) 2024, the subject presented with angina. A 3.50 mm x 20 mm synergy drug eluting stent (des) was implanted in the proximal right coronary artery (rca) and a 2.25 mm x 12 mm synergy des was implanted in the distal rca. On (B)(6) 2024, the subject presented to the emergency department with chest pain, back pain and nausea. On the same day, the subject was hospitalized for further evaluation and treatment. At the time of event the subject was on aspirin and clopidogrel, which were continued. Based on the symptoms and diagnostic findings the subject was diagnosed with non-st elevated myocardial infarction (mi). The location of myocardial infarction was inferior, and mi was classified as non-q-wave mi. The subject was recommended for revascularization. On (B)(6) 2024, the 60% in stent restenosis (isr) from the proximal rca to mid rca was treated with a 3.00 mm x 20 mm agent dcb balloon. Post revascularization, the residual stenosis was 30% and timi flow was 3. On the same day, the 75% isr at the mid rca was treated with a 3.00 mm x 15 mm emerge monorail balloon and a 3.50 mm x 12 mm agent dcb balloon. Post revascularization, the residual stenosis was 30% and timi flow was 3. In addition, the 90% isr at the distal rca was treated with 2.50 mm x 15 mm and 3.00 mm x 15 mm emerge monorail balloons and a 3.00 mm x 12 mm agent dcb balloon. Post revascularization, the residual stenosis was 30% and timi flow was 3. The subject was discharged with dapt.

Event description:
Agent ide. It was reported that restenosis occurred. On (B)(6) 2024, the subject presented with angina. A 3.50 mm x 20 mm synergy drug eluting stent (des) was implanted in the proximal right coronary artery (rca) and a 2.25 mm x 12 mm synergy des was implanted in the distal rca. On (B)(6) 2024, the subject presented to the emergency department with chest pain, back pain and nausea. On the same day, the subject was hospitalized for further evaluation and treatment. At the time of event the subject was on aspirin and clopidogrel, which were continued. Based on the symptoms and diagnostic findings the subject was diagnosed with non-st elevated myocardial infarction (mi). The location of myocardial infarction was inferior, and mi was classified as non-q-wave mi. The subject was recommended for revascularization. On (B)(6) 2024, the 60% in stent restenosis (isr) from the proximal rca to mid rca was treated with a 3.00 mm x 20 mm agent dcb balloon. Post revascularization, the residual stenosis was 30% and timi flow was 3. On the same day, the 75% isr at the mid rca was treated with a 3.00 mm x 15 mm emerge monorail balloon and a 3.50 mm x 12 mm agent dcb balloon. Post revascularization, the residual stenosis was 30% and timi flow was 3. In addition, the 90% isr at the distal rca was treated with 2.50 mm x 15 mm and 3.00 mm x 15 mm emerge monorail balloons and a 3.00 mm x 12 mm agent dcb balloon. Post revascularization, the residual stenosis was 30% and timi flow was 3. The subject was discharged with dapt. It was further reported that on (B)(6) 2024, an aneurysm was noted.

Manufacturer narrative:
Correction: h6 patient codes. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Device analysis results device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr). This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. Restenosis, chest pain, nausea, myocardial infarction and aneurysm are listed within the instructions for use (IFU) as known potential risks associated with the procedure. The hospitalization required and additional devices used were due to the patient's condition.

Event description:
Agent ide: it was reported that restenosis occurred. On (B)(6) 2024, the subject presented with angina. A 3.50 mm x 20 mm synergy drug eluting stent (des) was implanted in the proximal right coronary artery (rca) and a 2.25 mm x 12 mm synergy des was implanted in the distal rca. On (B)(6) 2024, the subject presented to the emergency department with chest pain, back pain and nausea. On the same day, the subject was hospitalized for further evaluation and treatment. At the time of event the subject was on aspirin and clopidogrel, which were continued. Based on the symptoms and diagnostic findings the subject was diagnosed with non-st elevated myocardial infarction (mi). The location of myocardial infarction was inferior, and mi was classified as non-q-wave mi. The subject was recommended for revascularization. On (B)(6) 2024, the 60% in stent restenosis (isr) from the proximal rca to mid rca was treated with a 3.00 mm x 20 mm agent dcb balloon. Post revascularization, the residual stenosis was 30% and timi flow was 3. On the same day, the 75% isr at the mid rca was treated with a 3.00 mm x 15 mm emerge monorail balloon and a 3.50 mm x 12 mm agent dcb balloon. Post revascularization, the residual stenosis was 30% and timi flow was 3. In addition, the 90% isr at the distal rca was treated with 2.50 mm x 15 mm and 3.00 mm x 15 mm emerge monorail balloons and a 3.00 mm x 12 mm agent dcb balloon. Post revascularization, the residual stenosis was 30% and timi flow was 3. The subject was discharged with dapt. It was further reported that on (B)(6) 2024, an aneurysm was noted.